Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced kinked cannula issue which interrupted patient's insulin therapy. She did not hear the alert when her blood glucose level ran high because she was working at a grocery store and the environment at her work place was very hectic and loud. Due to this, she experienced high blood glucose level that caused diabetic ketoacidosis. Her highest blood glucose level reported was 523 mg/dl. The patient replaced infusion set supplies, took a bolus thrice and resumed insulin therapy via basal. Subsequently, the patient went to the emergency room where the doctors turned her body upside down as her blood pressure was at 29 mmhg. She had ketones and her level was assessed as dangerous/life-threatening by a health care professional. The patient stayed in the emergency room for two hours and was subsequently, admitted to the hospital on (B)(6) 2019 for diabetic ketoacidosis and hypotension. During hospitalization, she received saline via intravenous route, insulin injections and a cardiac cauterization as corrective treatment, which resolved the issue. The infusion set had been in use for less than a day. There was no permanent damage caused to the patient and she was released from the hospital on (B)(6) 2019. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.